Manufacturer narrative:
Date sent to FDA: 10/09/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted midline and right lower quadrant shows some adhesions to the anterior abdominal wall and some visible mesh. Additionally, there are adhesions around the mid-portion of the appendix. Adhesions around the abdominal wall are taken down. Mesh is not secured laterally and is floppy. The mesh is removed although there are no obvious tabs identified. There is also no smooth surface of mesh it all appears to be screen like. It was reported that the patient experienced severe pain, discomfort and inability to work. No additional information is provided.